Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump casing became partially separated after the device was left in the bathroom during a shower, and upon snapping the case back together and attempting to resume therapy, the pump generated repeated alert 38 indicating consecutive stalled motor, which persisted after multiple restart attempts including a dry run. Symptoms included hyperglycemia with a reported blood glucose of 220 mg/dl and approximately one hour above target. Outcomes included temporary interruption of insulin delivery, use of subcutaneous insulin by pen as back-up therapy, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.